Manufacturer narrative:
Section a6: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between 2/6/2023-5/23/2024. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded toric intraocular lens (iol) was scheduled for an iol exchange from the patient's left eye as the patient was experiencing a post operative refractive surprise. Through follow up, it was learned that during the original surgery, the patient had a xen implant implanted and was noted as an intervention outside of standard of care. The original lens was confirmed to be explanted and replaced by another johnson & johnson lens, model dib00 19.0 diopter. Post-operatively, the patient's outcome was reported as patients vision is visual acuity (va) sc (without correction) 20/50, va66 20/80, va33 20/100. The patient reported they already noticed a difference in the quality of vision. The lens is not available for return. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review, xen implant was inadvertently coded as section h6: health effect - impact code 4624 surgical intervention. 4624 codes does not apply as the xen implant is to treat pre-existing condition such as glaucoma. Moreover, the replacement lens is for a toric treatment was over-corrected, there was no claim alleging a lens malfunction. An improvement in visual acuity with replacement lens has already been noticed by the patient. Therefore, this complaint is no longer reportable and no further information will be provided under this manufacturer report number 3012236936-2024-0001814. The following section has been updated accordingly: section h6: health effect - impact code 4624 - surgical intervention provided in the initial report is no longer applicable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.